Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens vaulted asymmetrically post implant. The lens was repositioned approximately 5 weeks post implant and a capsular tension ring (ctr) was placed in the patient¿s right eye. The surgeon indicated that the likely cause of the event was capsular phimosis, fibrosing.